Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The last longevity estimate in may 2022 was two years and the ICD recently triggered explant status. A request was made to have data from this device analyzed and data analysis confirmed the device to be depleting more quickly than expected. Device replacement was recommended. The ICD remains in service and no adverse patient effects were reported. It was additionally reported that the ICD was successfully replaced with a non-boston scientific product. The replacement occurred without the support of boston scientific and the device is not expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The last longevity estimate in may 2022 was two years and the ICD recently triggered explant status. A request was made to have data from this device analyzed and data analysis confirmed the device to be depleting more quickly than expected. Device replacement was recommended. The ICD remains in service and no adverse patient effects were reported.